Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the primary audible alarm post-test error keeps occurring" was confirmed. The probable cause was due to electrical component interference of speaker assembly. Additional findings include cracked top case and cracked plunger right case. At the time of this report, the device repair is on hold until top cases are back in stock. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the primary audible alarm post-test error keeps occurring¿; during device evaluation it was found the probable cause was due to electrical component interference of speaker assembly. The event occurred during power-on. There was no patient involvement.